Event description:
The complainant reported on '(B)(6) 2015' the flexi-seal retention balloon inflation port broke. The complainant also reported they noted water leaking along the rectal tube after repositioning the patient. It was also stated the rectal tube was not kinked, over-stretched or pulled during the repositioning process.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There was no reports of the patient being harmed as a result of this malfunction. Additional patient/event details have been requested. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
Additional information was received on june 25, 2015. Third party manufacturer performed a batch record review for lot# 14fmoo01 and no defects were noted during the production or quality control processes. Four retention samples were also reviewed for the same lot. The appearance of the balloon, catheter body and valve function were normal. No broken tube or separations at the joint were found. Simulation test was also performed utilizing 12 samples from the same lot along with adhesion testing of the tube and 4 piece cannula. Tensile strength was performed in the reverse direction. After a thorough batch record review no discrepancies or non-conformances were discovered. There is not enough to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on july 16, 2015.